Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detachment occurred. The indication of the procedure as treatment of an occlusion in the right coronary artery. The tip of the 182cm choice pt graphix guide wire was detached inside the artery. Removal of the tip was not possible as the tip "crossed a stent strut and migrated in the left coronary artery in distally of the circumflex artery." The device remains inside the patient. The procedure outcome and patient's status is unknown. Additional information was requested and is not available.

Event description:
It was reported that during an unspecified treatment procedure, a guide wire tip detachment occurred. The indication of the procedure as treatment of an occlusion in the right coronary artery. The tip of the 182cm choice pt graphix guide wire was detached inside the artery. Removal of the tip was not possible as the tip "crossed a stent strut and migrated in the left coronary artery in distally of the circumflex artery." The device remains inside the patient. The procedure outcome and patient's status is unknown. Additional information was requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: one pt grahphix guide wire was received with distal tip missing. Visual and microscopic analysis revealed the tip was fractured, and wire length 181 cm. Sem analysis revealed the fractured surface exhibited fatigue striations along with material separation and dimple ruptures in tear. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: born in 1935. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).